Manufacturer narrative:
The insulin pump had motor error alarms during rewind due to corroded motor home switch. Moisture damage found on lcd board. No moisture damage found on interface board, mother board and radio frequency boards. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was performed. The device was returned for analysis.